Event description:
Account contact reports: pt underwent a breast biopsy and developed an infection post operatively. Debridement by surgeon reportedly found small fragments of product in the wound. No permanent injury or scarring resulted.